Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. In clinic, noise was observed in all lead configurations during testing. Acceptable shock impedance measurements were observed in the rv coil to can configuration. Boston scientific technical services (ts) discussed the high out of range measurements could be due to a loose connection. Ts also discussed leaving the lead configuration in rv coil to can until further evaluation could be performed. No adverse patient effects were reported.